Event description:
It was reported that the patient was in good condition since she had the insertion in (B)(6) 2014. On (B)(6) 2015 after the treatment was conducted, during the removal process, it was found that the tube was going to be broken at 22cm. Fortunately, the removal was smooth. The patient had no uncomfortable feelings during the indwelling and removal. 06/17/2015 - sample evaluation shows a subcutaneous split.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 22cm and 23cm depth markings, and the observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.